Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device would not power on with the returned battery and with ac power connected. The device would power on with an in-house test battery. The power supply was replaced to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and observed that the device would not power on with the returned battery and with ac power connected. The device would power on with an in-house test battery. The power supply was replaced to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an evaluation of the customer¿s device and observed that the device would not power on with the returned battery and with ac power connected. The device would power on with an in-house test battery. The eos power supply pcb was replaced to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Additional manufacturer narrative: stryker further evaluated the replaced eos power supply pcb at the product assessment center (pac) and the cause of the reported issue was determined to be faulty bridge rectified d1.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.